Event description:
The customer reported that the custom buttons 1 and 2 and front button on the unit were not working during inspection for use in an involving an olympus video system center. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.